Event description:
It was reported the pt had a spectra penile prosthesis implanted. Implant date was not provided. The pt underwent surgery on (B)(6) 2011. It was unk if any or which components were removed or replaced. The surgical details were not provided. Add'l info has been requested.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.